Event description:
A surgeon reports a patient's va is 20/50 plus 1 following intraocular lens implant surgery. The patient's best va prior to surgery was 20/50 -2. The surgeon noted what they described as "white clumped material in substance of lens". Pt states the material appears to be in the anterior 1/4 of the lens substance, not on the lens surface and the appearance of the material has not changed since the lens was implanted. The surgeon feels that the defect observed on the lens is the cause of the patient's visual outcome. The lens remains implanted.